Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported an error message occurred. The device was not changed out. No other details regarding the nature of the event were provided.

Manufacturer narrative:
Eval in progress, but not yet concluded.